Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. A cartridge change was performed resolving the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Subsequently, a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose level was 152-185 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.